Event description:
No additional information is available.

Manufacturer narrative:
Distribution history: this complaint unit was manufactured at csi on 7/25/2023 under wo#'s (B)(4) and shipped on 08/07/2023. Manufacturing record review: DHR's 337638 & 330581 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed one similar reported complaint condition. Product receipt: the complaint unit was returned on RMA (B)(4) 11/2/2023. Visual evaluation: visual examination of the complaint unit revealed physical damage. The damage was determined to be to the cart part of the system and occurred during transit back to csi. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: although not confirmed on this unit CAPA 801 had been issued to determine a root cause on rf leakage complaints. Based on the findings, the design is intact and not faulty. The leep system is designed with a safety feature to cut power in any mode when rf leakage is detected. This is in place to protect the end user and patient from potential shock. In the investigation, the failure had been repeated, but under certain conditions relevant to set up/environment. The system was tested with no defect, but it was damaged in return transit and scrapped out. The investigation had determined the design is not faulty and its safety feature will cut power in any mode when rf leakage is detected. Coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Customer has indicated that the product is in process of being returned to cooper surgical for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that since purchase on 8/23/23, customer has had an issue with receiving an error code that is r/f leakage error code. Customer spoke with technical support with cooper surgical and did everything suggested. They put long socks over the stirrups, made sure the machine is plugged directly into the wall and not into a surge protector or extension cord, making sure they were using the split circuit patient return pad, and making sure the patient is not touching anything metal at all. Customer is still getting the r/f leakage when using the coag feature to cauterize the bleeding. Lp-10-120 leep 2023-10-0000538.